Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on 13-feb-2026, as the infusion set did not stick, likely due to sweating. The patient replaced the infusion set. No further information available.